Manufacturer narrative:
The explanted device was returned for evaluation. The analysis of the returned lvad pump revealed deposition on the outlet stator. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and may have contributed to the reported elevated lactate dehydrogenase and thrombus symptoms. The outlet stator revealed dark red/white, hard deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 3 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a heart transplant. It was reported that the patient was previously listed for transplant, however, the patient had developed elevated lactate dehydrogenase levels and there was concern for thrombus. No further information was provided.